Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's current blood glucose value was 483 mg/dl and 284 mg/dl at the time of incident. Customer stated the other blood glucose value was 384 mg/. The customer was treated with insulin pump. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they does not allege pump was under delivering. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.